Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet returned.

Event description:
The customer reported that the lapvue10, laparovue visibility system laparoscopic solutions, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the swab broke while inside the patient. The swab is flimsy. It broke while the trochar was inside the patient. Patient is okay." There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. A device history record review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to puncture cleaning/defogging port on top of the unit with the vuetip trocar swab handle prior to the start of surgery. Use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring-loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the lapvue10, laparovue visibility system laparoscopic solutions, device was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿the swab broke while inside the patient. The swab is flimsy. It broke while the trochar was inside the patient. Patient is okay.". There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the possibility of the patient retaining a foreign body.